Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had fractured approximately five months ago, and no action had been taken since then. The physician had not taken any action on the lead based on the judgment that the pacing failure would not cause any harm to the patient. At this time, it is unknown whether the patient will continue follow up or receive a lead revision procedure. The lead remains in the patient for now. No patient complications have been reported as a result of this event.